Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported for "about 3 months" she has been having trouble getting the communicator to charge and the patient had to move the cord around to get it to charge. The patient stated there was something rattling around inside the communicator. A request was sent to the repair department for a replacement communicator due to the communicator charging issue and something was rattling around inside the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 10-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.